Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the caster supports were cracked preventing the two head end casters from holding in brake. The technician replaced the head end casters to repair the bed.